Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, the device misfired. The device cut part way and laid staples. Another device was used to complete the case. There was no consequence to the patient.